Event description:
Pull pin came off implant when the surgeon was compressing.

Manufacturer narrative:
Root cause: supplier machined pull pin threads .003" smaller than the lower limits. This causes sub optimal blocking between the screw and the pull pin. As a corrective action, supply of pull pins was moved to the supplier of screws, drawings were revised to translate thread standards to dimensional specifications. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.